Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: patient was diagnosed pre-operatively with 'discogenic low back pain with isthmic spondylolisthesis at l5-s1' and underwent 'partial corpectomy l5 with anterior decompression, anterior lumbar fusion at l5-s1 with lt (14*23) with large kit bmp and crushed cancellous allograft' per op notes, "we set the reamer at 29 and reamed and placed a bed of deep crushed cancellous allograft followed by two bmp sponges and then one sponge per each cage and one sponge lateral to each cage, as well as additional crushed cancellous allograft." No intra-operative complications were noted. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.